Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. Fluoroscopy found that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. The reported event for failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection, mechanical assessment and electrical testing of the lead found no anomalies.